Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient fell and experienced syncope. Boston scientific patient services was contacted for assistance with performing a patient-initiated interrogation with the remote monitoring device. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the cause of the syncope was ventricular fibrillation (vf), which the device appropriately delivered shock therapy for. The patient was not brought in for in-clinic evaluation as the shock converted the vf. This device remains in service. No additional adverse patient effects were reported.